Manufacturer narrative:
E1 initial reporter facility name: (B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large bore stopcocks with rotating male luer lock leaked during an analgesic infusion. The stopcocks were connected in series with a flow rate of 4ml/h at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: one (01) actual device, three (03) photographs, a video, and a retained sample were provided for evaluation. Visual inspection of the photographs and video identified the series of stopcock connection and a leak from one stopcock. Visual inspection of the returned sample showed minimal blood residue present on the stopcock. Additionally, cracks were observed on the frame of the stopcock. However, visual inspection of the retained sample did not identify any abnormalities that could have caused the reported issue. Functional testing, including underwater leak and air passage testing were performed; no leaks were identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.